Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch of which we manufactured and distributed in the market (B)(4) units. There are no units in our stock. We have received 90 closed samples and two open race-packs with only one thread (without needle) which showing splitting. To evaluate the conformity of these units, we performed the following tests: -knot pull tensile strength test results conducted on the closed samples received are 3.16 kgf in average and 2.62 kgf in minimum and fulfil the requirements of the european pharmacopoeia (ep): 1.53 kgf in average and 0.92 kgf in minimum. -needle attachment strength test results conducted on the closed samples received are 2.33 kgf in average and 1.25 kgf in minimum and fulfil the requirements of the european pharmacopoeia (ep): 1.12 kgf in average and 0.46 kgf in minimum. - linear elongation results conducted on the closed samples received is 30% in average and fulfil bbs requirements: 30-40% in average. Therefore, we consider the complaint as confirmed due to thread splitting. Considering that some of the closed samples received show thread splitting after linear test, we conclude that the complaint is confirmed. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Conclusion root cause analysis: a CAPA has been opened to investigate the issue and determine the potential root cause(s). Final conclusion: although the tested samples comply with the requirements of the european pharmacopoeia and b. Braun surgical specifications, evidence of thread splitting the open samples received. Therefore, the complaint is considered confirmed. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, we opened a CAPA in the system to correct/prevent this defect to happen.

Event description:
It was reported an issue with optilene suture. The client reported that there were 2 pcs of c3090042 optilene 2/0 hr26 lot number 125064. During the incisional hernia surgery and the sutures thread was split into small piece during the procedure. When 1st pc of suture was opened and 2nd pc was opened, it split again. Surgeon cut the thread and the end of the thread become fluffy. Diagnosis: incisional paraumbilical hernia & right chest wall sebaceous cyst. Operation: incisional paraumbilical hernia repair & right chest wall sebaceous cyst.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.